Event description:
It was reported that the patient was admitted to the hospital following a syncopal episode. The right ventricular lead exhibited over sensing of noise resulting in temporary inhibition; loss of capture was also noted. The lead was explanted and replaced on (B)(6) 2014. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.